Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited signs of repeated use and a fracture on the medial side of the post. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation of this type of malfunction determined that the likely root cause for the fracture is bending/torsional loading on the device, which is a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during total knee arthroplasty. No known adverse event was reported.